Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): visual inspection upon receiving revealed no external damage to the device. The unit was able to power on using batteries, however one segment did not illuminate. The device was able to obtain readings and alarm normally. Internal inspection isolated the blank led segment to a component (d2) of the system board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. Initial reporter zip code exceeded maximum allowable digits, (B)(6), corrected data:

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
The customer reported that there is a missing segment at right end on upper display. No consequences or impact to patient were reported.